Event description:
Reference number (B)(4) event occurred in poland it was reported that the patient faced bent cannula event which led to high blood glucose level and high ketones on (B)(6)2025, the patient was subsequently hospitalized for four days due to high blood glucose level and high ketones. Insertion site was abdomen. Infusion set was in use for few hours. The patient's highest blood glucose level was 580 mg/dl. During hospitalization, the patient received intravenously (IV) drip. Patient was experiencing felling sick and confusion. The patient was released on 08-jan-2025. No further information was available

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6) patient country: poland